Event description:
It was reported that 2nd day after surgery. When visiting the hospital for vital signs at 12:00, urine output was 5ml. No twisting of the catheter or displacement of the fixed part. Although the abdomen was compressed, no leakage was observed. After adjusting the position of the catheter, it came out naturally. The balloon was not inflated and no fixed water was observed within the balloon. Even after filling the balloon with water after removal, there was no leakage or damage to the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f -the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received. The first one shows an overview of the three-way catheter with the balloon inflated, the second photo is a close up to the asymmetrical catheter balloon and tip and the last photo shows the catheter cap with lot number. It was also received 1 all silicone foley catheter. The catheter balloon was received partially inflated so it was inflated with additional 4ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Catheter rested with no leaks. Balloon was asymmetrical. The inhouse syringe was connected and it was able to return all the solution in 2 minutes and 30 seconds evidencing cuffing. The balloon was inflated again, this time with 10 ml of methylene blue solution, balloon asymmetrical was observed again 90:10, lo leaks. The inhouse syringe was connected and it was able to return all the solution in 2 minutes and 05 seconds evidencing cuffing. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2nd day after surgery. When visiting the hospital for vital signs at 12:00, urine output was 5ml. No twisting of the catheter or displacement of the fixed part. Although the abdomen was compressed, no leakage was observed. After adjusting the position of the catheter, it came out naturally. The balloon was not inflated and no fixed water was observed within the balloon. Even after filling the balloon with water after removal, there was no leakage or damage to the balloon. Per sample evaluation received on 04jun2024, a new complaint for asymmetrical balloon found during sample evaluation.